Manufacturer narrative:
The force bipolar instrument involved with this complaint is not expected to be returned for analysis as the customer reported that it had been disposed. Should additional information become available, a supplemental MDR will be submitted. No image or video clip for the reported event was submitted for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. Instrument log review of the product related to the complaint cannot be performed at this time because of insufficient product information. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: it was alleged that a piece of the instrument broke off and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, a piece broke off of a force bipolar instrument. Intuitive surgical, inc. (Isi) clinical sales representative (csr) called in from outside the operating room (or) to report the issue. Live logs were not available during the call. The isi csr reported that the doctor gently brushed another instrument and a piece of force bipolar broke off into the patient. The staff was able to retrieve the piece. The staff also reports no injury to the patient. The staff completed the case by installing another instrument into arm 1. The isi technical service engineer (tse) asked if the staff was going to return the instrument for evaluation, and the isi csr stated that they had already recycled it. The procedure was completed with no other issues noted. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.